Manufacturer narrative:
Device evaluation: product was not returned, and no photos or x-rays were provided. The device evaluation could not be completed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the trauma experienced by the patient. DHR review: the DHR could not be reviewed as lot number is not known. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a mobi-c device migrated/subsided at c5/6 after the patient was assaulted and struck on the back of her head. He stated the device was unrelated to the event; there is no causal connection between the event and the device. The patient is undergoing surveillance for further subsidence and/or persistent pain issues.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a mobi-c device migrated/subsided at c5/6 after the patient was assaulted and struck on the back of her head. He stated the device was unrelated to the event; there is no causal connection between the event and the device. The patient is undergoing surveillance for further subsidence and/or persistent pain issues.